Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation because the subject device was discarded. As a result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on similar cases in the past, omsc presumes that the event occurred due to any of the following possible causes. The target tissue was not correctly bitten by the subject device since the user strongly pressed the device to the target tissue. The bleeding was occurred by the condition of the patient. The unnecessary tissue around the target tissue was bitten. The subject device might have any abnormality. The instruction manual of the subject device warns; do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument¿s distal end too hard against the tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more than needed.

Event description:
Olympus medical systems corp. (Omsc) was informed two cases that the tissue was torn and there was traumatic bleeding during a biopsy. Both of the two cases, the doctor stopped the bleeding with the clip. No further information was provided. This is the second of two reports.